Manufacturer narrative:
Correction to the initial MDR in blocks: e1 and h6. Correction to the follow-up MDR in block h6.

Event description:
It was reported that the spinal cord stimulation (scs) patient underwent a procedure wherein the implantable pulse generator (ipg) was revised and a wound washout. Patient did well postoperatively. The device was retained by the facility and was not returned for analysis. No further information has been obtained. Additional information was received stating that the patient had irritation at the battery site consistent with developing infection, so the surgeon wanted to clean out the pocket before it progressed.

Event description:
It was reported that the spinal cord stimulation (scs) patient underwent a procedure wherein the implantable pulse generator (ipg) was revised and a wound washout was done. Patient did well postoperatively. The device was retained by the facility and was not returned for analysis. No further information has been obtained.

Manufacturer narrative:
Correction to the initial MDR in blocks: e1 and h6.

Event description:
It was reported that the spinal cord stimulation (scs) patient underwent a procedure wherein the implantable pulse generator (ipg) was revised and a wound washout. Patient did well postoperatively. The device was retained by the facility and was not returned for analysis. No further information has been obtained. Additional information was received stating that the patient had irritation at the battery site consistent with developing infection, so the surgeon wanted to clean out the pocket before it progressed.